Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted for medical reasons. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device will reportedly not return to advanced bionics for analysis.